Event description:
The customer stated that he received a blood glucose reading of 72 with a decimal. He just thought that his glucose was low. It was confirmed the meter was set in mmol/l. The customer did not allege any adverse events. He was able to reset the meter to mg/dl, and no product will be returned.